Manufacturer narrative:
No product has been returned for evaluation. A review of photographic images has been performed and confirm the reported event. Labeling review: "...the instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury..." "...the physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted..." No product has been returned.

Event description:
During an extreme lateral interbody fusion procedure it was reported the cobb elevator was inserted into the disc space and the distal part of the cobb broke off. Cobb was surgically removed, no patient injury reported.

Manufacturer narrative:
Supplemental report submitted to update brand name and common device name of the initial report.